Event description:
The pt was implanted with a synchromed pump and catheter in 1998. In 1999, the pt underwent pump explantation after the hcp determined the pump reservoir contained more drug than expected during a refill procedure. The device was returned to the MFR for analysis.